Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred and high and undefined impedance was noted. Insulation breech or lead fracture is suspected. Further evaluation is required and the medical doctor will decide on best course of action to treat the patient. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.